Event description:
It was reported that the customer was unable to read the display of her insulin pump. The customer's blood glucose was 118 mg/dl. The customer also mentioned that the insulin pump kept flashing numbers and that she was unable to enter her carbohydrates. The customer had already reverted to manual injections. Troubleshooting was done. The customer received a check settings alarm and no delivery alarm. Customer was able to successfully run a manual prime without any no delivery alarm. Advised that the insulin pump was working as designed. Customer stated that she would monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.